Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device gave an "abnormal energy delivery" message during patient use. In this state wrong defibrillation therapy may be delivered. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify or duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted stryker to report that their device gave an "abnormal energy delivery" message during patient use. In this state wrong defibrillation therapy may be delivered. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker received additional patient information from the customer.

Event description:
The customer contacted stryker to report that their device gave an "abnormal energy delivery" message during patient use. In this state wrong defibrillation therapy may be delivered. This issue is patient related; however there was no adverse event reported.